Manufacturer narrative:
(B)(4). (B)(6) this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that during an unspecified surgical procedure, it was observed that the electric pen drive device had a bad contact. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch that it was unknown if there was a delay to the surgical procedure, after further evaluation, it was noted that there was no delay to the surgical procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.